Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) is due to combination of patient anatomy and poor imaging. The cause of the reported poor imaging is patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 2 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, first triclip xtw was implanted on the central side of anterior and septal leaflet. After deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional triclip xt was implanted to stabilize the first clip. Imaging was difficult. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.